Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The alleged device was discarded. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support a drain complication during drain 2 of 3. During troubleshooting, the patient confirmed all clamps were open and there was no kinks or bubbles in the lines. The patient rebooted the cycler and the cycler started making a grinding noise. Patient then received an air detected in the cassette message. Patient was advised to reset up with new supplies. Upon removing the cassette, the patient observed a fluid leak. Patient was advised to contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not have any complications and there was no medical intervention. The patient discarded the cycler set.